Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction events and low flow. The pump was found directed toward the mitral valve. The pump could not be repositioned despite multiple attempts. The pump was explanted and the patient survived.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The impella device was not returned for evaluation. Low flow - the root cause of the low pump flow was most likely improper positioning of the device since the pump was contacting the mitral valve. Positioning issue - the root cause of the positioning issue was most likely patient movement since suction began after moving patient off the table.